Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and remained static. The customer's blood glucose was 264 mg/dl. Reportedly the customer reloaded the cartridge and received an accurate fill estimate.